Event description:
It was reported that the customer was hospitalized due to a bacteria; infection that caused the customer to go into diabetic ketoacidosis. Customer was wearing the insulin pump at the time of emergency room visit. Blood glucose was 329 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.